Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a gastroscopy procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the clip misfired at a difficult spot. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a gastroscopy procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the clip misfired at a difficult spot. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. Additional information received on june 24, 2024: the anatomy location is in the gastro-oesophageal junction. The procedure was completed with another resolution 360 ultra clip.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h2 (additional information): block b5, and block e1 (initial reporter first name, initial reporter last name) have been updated based on the additional information received on june 24, 2024. Block h11: correction: block g2 (report source (other).